Manufacturer narrative:
Failure analysis noted motor error alarm during rewind due to corroded motor home switch. They were unable to test for excessive no delivery alarms and unable to complete the functional test due to the motor error alarm. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed motor error and no delivery. The customer's blood glucose was 102 mg/dl at the time of incident. The customer treated using the basal rates and a pen. Troubleshooting for both the motor error alarm and no delivery were completed. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was returned for analysis.